Event description:
During vent checkout, prior to placing the unit on a pt, the rt reported that the unit allegedly shut down three times during testing. The ventilator was tested for four days and they were unable to duplicate the unit shutdown.